Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of a 5f mynx control vascular closure device (vcd) and waiting three minutes before removing the device, the artery did not seal, and the physician had to open the groin and proceed to an embolectomy to retrieve the plug as it was going to embolize. Hemostasis was achieved with 20 minutes of manual compression. The patient¿s hospitalization was extended due to the event, and the patient recovered. The device was used in an interventional procedure with an antegrade approach using a 5f brite tip catheter sheath introducer (csi). The device was properly stored and opened in the sterile field and was and prepped per the instructions for use (IFU). The deployer had over three years of experience using the device and was well versed. All the correct steps were taken during preparation of the device and during use. Femoral artery suitability was verified on angiography to confirm access in the correct vessel. Contrast or imaging was not used to confirm balloon placement. The stripe in the center of the mynx control vcd indicated the correct position prior to deployment. The deployer did not fail to utilize the tension indicator or maintain tension during depression of button #1. There were no multiple sheath exchanges, no sheath greater than 7f used prior to introducing the mynx, and one closure device was used. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.